Event description:
The customer reported that their acuity system monitor rebooted for unk reasons. The result is that the customer lost the ability to monitor pts from the central location. There was no pt harm as a result. The customer did not provide any pt info.

Manufacturer narrative:
We do not expect to receive the device back for eval. We have downloaded the device logs, which will be sufficient to investigate the report. We have not yet completed our investigation.